Event description:
It was reported that during pre-test, the balloon did not inflate. As a result, another kit was opened and used for the pt. There was no delay in treatment, no pt death, and no pt complications were reported. Additional information received on 02/21/2012 from the distributor stated the incident occurred on (B)(6) 2012. There was a normal delay of a few minutes to replace the thermodilution catheter with another kit.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.